Event description:
According to the company rep description: pt had been lifted with the sara 3000. After that she had complications, pain in shoulder and breast. It appeared that she had bruises at shoulders and breast. She was brought over to the hospital and it was discovered that a muscle has come loose off her sternum. Customer could only combine the event with the lifting in the sara 3000 and asked for advice. Please reference MFR report #3007420694-2013-00019.